Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Multiple MDR supplementals reports were filed for this update, please see associated reports: 0001822565-2017-04979-1, 0001822565-2017-04980-1, and 0001822565-2017-04981-1. Concomitant medical product: nexgen straight stem, cat#: 00598801018 lot # 60399927.

Manufacturer narrative:
(B)(6). Concomitant medical product: nexgen rotating hinge knee femoral component, cat#: 58801501, lot#: 60589303; nexgen straight stem, cat#: 00598801018, lot#: unknown; nexgen femoral augments, cat#: 00599003510, lot#: 60634712. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04979; 0001822565-2017-04980; 0001822565-2017-04981.

Event description:
It was reported that the patient had undergone a revision surgery to address loosening of components. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the revision procedure, there was a two hour delay due to the surgeon trying to unblock the hinge screw with the screwdriver. The screw was caught inside of the femoral component being impossible to remove. The screw remained inside the component and not in patient anatomy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had undergone a revision surgery to address loosening of components. Attempts have been made and no further information has been provided.